Manufacturer narrative:
Follow-up # 1 date of submission 9/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/26/2016 with the following findings: during testing, the pump powered up with an unresponsive keypad and a fully functional display screen. During visual inspection of the pump, it was observed that there was moisture condensation on the display lens inside the pump and there was a leak in the battery compartment. A leak test was performed and failed due to the leak in the battery compartment. The pump cover was removed and further moisture corrosion was found on the printed circuit board on the continuous glucose (cgm) module, the display screen, and on the keypad flex connector. Further testing could not be completed due to the moisture damage in the pump. The battery cap was not returned with the pump therefore it could not be tested to confirm the damaged cap part of the initial complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was cloudy with moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.